Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was reprogrammed at a lower voltage so that the battery wouldn't run out. The patient stated that the device takes too long to charge and that they have never been able to get past 3/4 charge. The patient also reported inconsistent coupling, and also described it as intermittent. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient slowed down the pulse allowing for lower voltage to be used and it looked like it resolved the issue. No further complications were anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was frustrated with the charging because when they thought it was working, the programmer said it wasn't working and the battery was low. Patient stated charging was taking so long. It took 7 hours to charge from half to 3/4 charged. Patient also stated coupling boxes were not consistent. The recharger has been on so long it was almost out of charge. Patient also stated the ins was recently implanted and was off for 1 week. Patient's back pain has also returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.